Event description:
It was reported to medtronic neurosurgery that during surgery, a bubble was noted within the csf-lumboperitoneal reservoir. According to the report, the doctor did not find any other problems with the product and it was implanted in the patient on (B)(6) 2015. The report stated that the patient's wound was not healing after the surgery. Reportedly, the reservoir was found to be leaking and was explanted on (B)(6) 2015. It was also reported that the patient's current status is normal.

Manufacturer narrative:
The returned reservoir was patent. It did not meet the requirements for leak testing as a tear was observed in the top of the reservoir. It is unknown how or when this occurred. The instructions for use that accompany the device caution that "handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components. Such damage may lead to loss of product integrity, and necessitate surgical revision of the implanted system". A review of the manufacturing records was not possible as no lot number was provided. All reservoirs are 100% tested at the time of manufacture. (B)(4).